Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer was using fiasp insulin with the pump. There was no adverse impact to customer¿s blood glucose level. Customer changed cartridge and infusion set to address the issue.